Event description:
During the implantation of a system on (B)(6) 2011, it was reported that the pt's lead showed high impedance and provided painful stimulation to the pt. The doctor manipulated the lead over several lead bodies with the same result. The issue was eventually resolved using another type of lead. No further info is available at this time.

Manufacturer narrative:
Eval, results: as received the 3286 lamitrode was visually examined under the microscope and no visual anomalies were noted with the exception of scratches on the stimulation end electrodes. Lamitrode was tested and passed all functional testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.